Event description:
The affiliate reported the customer alleged fluid leaked from the instrument involving the coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the tubing had slipped off check valve cv21 b at the rear right panel that connects to the upper sheath restrictor, at fitting #119. The fse replaced the check valve and tubing and resolved the issue. The fse performed system startup three times and shutdown; no fluid leaks were noted. The fse flushed the low vacuum lines to clear low vacuum drift errors and concluded service by completing latron and 5c controls testing successfully. (B)(4). All related medwatch reports associated with this event: 1061932-2012-02756, 1061932-2012-02757, 1061932-2012-02758.